Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2014 with the following findings: there were three ¿loss of prime¿ warnings due to low, non-zero force sensor readings observed in the black box history. The pump was exercised for 24 hours with no loss of prime warnings or other errors, alarms, or warnings observed. The pump¿s force sensor was found to be out of specification. The force sensor resistance was within specification. Unrelated to the complaint, the u-groove was cracked and damaged.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.